Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customers biomed reported that mx40 alarm isn't working. No alarm coming from the device. The device was not in use at time of event, there was no adverse event reported.

Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced audible sound, but it was very quiet. The speaker was defective. A replacement of the speaker was performed and the device was returned to the customer. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed, as only little sound was audible and the speaker was found to be defective. The speaker was replaced and the device was returned to the customer. If additional information is received the complaint file will be reopened.

Event description:
It was reported that there was no audible alarm coming from the tele mx40. The device was not in use on a patient at the time of the event.